Manufacturer narrative:
It has been communicated by the distributor, the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a form will be submitted. Complaint information provided by the distributor, djo surgical. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the weld on the screwdriver at the angled part of an offset cup impactor broke and the doctor had difficulty dis-impacting the screwdriver from the shell. This created a 15 minutes delay, but the procedure was completed as intended with this instrument. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) causing the assembly to become disjointed. A manufacturing review was performed and there were no discrepancies found. The device met product specifications prior to shipment for distribution by the customer. Further investigation was unable to assign a root cause for the device malfunction.